Event description:
During routine changeout (the device had been in place 2 weeks) the homecare nurse noted some evidence of bleeding. The pt had not complained about the trach tube while it was in. He had no respiratory distress (occasionally, he got minor sore throats). When the nurse examined the distal end of the tube, she reported that it seemed to be "very sharp", and that the inner cannula had a "raised" area on the proximal end that seemed to hinder its insertion into the outer cannula. Six weeks prior to this event a similar incident occurred, but the nurse did not save the trach tube or note the lot number. In both cases, no pt injury occurred. The pt needs a trach tube to breathe, but is not on a respirator.

Manufacturer narrative:
Only the outer cannula was evaluated. No defect was found. The inner cannula was not returned so it could not be evaluated.